Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.

Manufacturer narrative:
G4: 01may2020. B4: 06may2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse attempted to calibrate the touchscreen but reported the screen was locked. The fse replaced the touchscreen and the issue was resolved. The unit passed performance testing and was returned to service. The root cause was determined that indium tin oxide (ito) coater motor was not properly functioning at the supplier¿s supplier, allowing air in the airlock contaminating the sputtering chamber, which impacts the ito coating, causing hi-resistivity and ito instability over time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01oct2020. B4: 13oct2020. The touchscreen assembly was received for evaluation. Visual inspection of the touchscreen assembly revealed no anomalies. A failure investigation (fi) technician installed the touchscreen assembly into a good fi test ventilator in an attempt to duplicate the reported problem. The fi ventilator was booted up unit in normal operation mode and checked for alarms and errors. The touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.